Event description:
It was reported as part of a customer/doctor inquiry into a patients condition that a patient presented with guillain-barré syndrome eighth months post surgery. No reported product malfunction was reported in this event. No further information was requested or provided.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. H3 other text : product used/implemented in patient.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product implanted in patient.

Event description:
It was reported as part of a customer/doctor inquiry into a patients condition that a patient presented with guillain-barré syndrome eighth months post surgery. No reported product malfunction was reported in this event. No further information was requested or provided.